Event description:
Could not advance filter. "Filter got stuck at sheath junction. Entire system removed and replaced with same make to complete filter deployment to the targeted location." No further complications reported.